Event description:
The biomedical technician (biomed) contacted fresenius technical services and reported that the 2008t machine has a dark screen and is constantly alarming (error not provided). The biomed had reported that the lcd assembly, user interface (ui) board, power logic board, and function board had already been replaced. The biomed was advised to replace the power supply board or the mother board. Upon follow-up it was reported that thermal decomposition was identified within the machine. The control panel wiring within the power supply was burnt. There was a faint burning smell noted but there was no observed smoke, spark, flame, or arcing. The biomed confirmed this was the only thermal damage noted within the machine. The biomed estimated the machine has between 35,000 ¿ 40,000 operating hours. The power control board and wiring were replaced to resolve the reported issue. The machine was returned to service following repair. No parts will be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, two photographs were provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
The biomedical technician (biomed) contacted fresenius technical services and reported that the 2008t machine has a dark screen and is constantly alarming (error not provided). The biomed had reported that the lcd assembly, user interface (ui) board, power logic board, and function board had already been replaced. The biomed was advised to replace the power supply board or the mother board. Upon follow-up it was reported that thermal decomposition was identified within the machine. The control panel wiring within the power supply was burnt. There was a faint burning smell noted but there was no observed smoke, spark, flame, or arcing. The biomed confirmed this was the only thermal damage noted within the machine. The biomed estimated the machine has between 35,000 ¿ 40,000 operating hours. The power control board and wiring were replaced to resolve the reported issue. The machine was returned to service following repair. No parts will be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.